Manufacturer narrative:
(B)(4). No sample was available.

Event description:
A customer contacted baxter's global technical service center to report the bags falling off the homechoice (hc) machine during dwell 2 of 5. The home patient (hp) explained that the bags came off the spikes when they fell. The technical service representative (tsr) had the hp close the clamps and disconnect and advised the hp to start over again using new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(4) 2010. The hp stated that she was not sure how it happened, but both the heater bag and the supply bag fell and disconnected. No defects were seen with the cassette or bags. The hp has been doing fine and continuing therapy on the cycler as usual. This medical device report (MDR) addresses the cassette separation from the supply bag.